Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a ngen generator. During ablation using qdot with qmode, the flow rate of irrigation was sometimes not adjusted. The investigation was completed on 14-apr-2025. According to the work order (wo) information, remote support confirmed the unit was performing as intended; therefore, no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a ngen generator. During ablation using qdot with qmode, the flow rate of irrigation was sometimes not adjusted. Timing was about 15 minutes after the catheter was inserted into the patient's body during ablation. The procedure was continued as it was and completed with no problem. No patient consequence. Additional information was received on 08-dec-2024. The generator was in automatic mode. The correct catheter settings were selected on the generator. Additional information was received on 16-dec-2024. At the start of ablation (first point), the flow rate was fixed at 8 ml because the power was 90 w. After that, the flow rate was not changed when it should be changed. No error displayed. This event was originally considered non-reportable, however, bwi became aware on 16-dec-2024 of the flow rate issue with no error displayed while they were experiencing this problem and no error during the ablation. Therefore, have reassessed the event as reportable and the reportable awareness date for this record is 16-dec-2024.